Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The advanced evaluation began 2021-sep-24. It was reported that the patient stated that they were removing their bandage and cut off the lead wire. Support link advised the patient to contact their clinician's office. On (B)(6) 2021. The patient stated they were no longer collecting data, as their wires were cut and their doctor had set it up for them to have the implant installed (B)(6) 2021. The patient requested support link no longer call them for their date.